Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a literature published by university of (B)(6). The title of this report is ¿arthroscopic ankle arthrodesis¿, published on june 01, 2007, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at doi: 10.3113/fai.2007.0695. This report includes analysis of the clinical data that was collected on 74 patients, and the cases in this study range from august 1998 and october 2005. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 7 patients experienced painful hardware, which required screw removal. The report states,¿ removal of hardware was required overall in seven ankles.¿

Manufacturer narrative:
Correction: link to the published article: https://doi.org/10.3113/fai.2007.0695.

Event description:
The manufacturer became aware of a literature published by university of thessalia, orthopedics, greece. The title of this report is ¿arthroscopic ankle arthrodesis¿, published on june 01, 2007, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at doi: (B)(4). This report includes analysis of the clinical data that was collected on 74 patients, and the cases in this study range from august 1998 and october 2005. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 7 patients experienced painful hardware, which required screw removal. The report states,¿ removal of hardware was required overall in seven ankles.¿